Event description:
It was reported that a thal-quick abscess drainage set had insufficient drainage. The device was required for a study procedure (MDR-1919) and was placed on (B)(6) 2021 for abscess drainage for a left side pneumothorax. Dilation was performed prior to catheter placement and computed tomography (CT) was utilized for visual guidance during the procedure. The drainage catheter was successfully placed and drainage was established. However, complete fluid evacuation was not achieved with this device. Six days post placement, on (B)(6) 2021, the device was removed due to insufficient drainage. The patient then required video assisted thoracoscopic surgery (vats) and pleurodesis to resolve the pneumothorax. No adverse were reported prior to the patient exiting the study.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported by cri via baylor university medical center (USA) that a patient experienced insufficient drainage related to a thal-quick abscess drainage set (rpn: tqas-1200-j; lot#: 13977567). The device was required for a study procedure ((B)(6)) and was placed on (B)(6) 2021 for abscess drainage for a left side pneumothorax. Dilation was performed prior to catheter placement and computed tomography (CT) was utilized for visual guidance during the procedure. The drainage catheter was successfully placed, and drainage was established. However, complete fluid evacuation was not achieved with this device. Six days post placement, on (B)(6) 2021, the device was removed due to insufficient drainage. The patient then required video assisted thoracoscopic surgery (vats) and pleurodesis to resolve the pneumothorax to prevent permanent impairment or death. No additional adverse events were reported prior to the patient exiting the study. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Cook reviewed the device history record for lot 13977567 and records no non-conformances. The sub assembly lots (ni13977566 and sa13637720) were reviewed and found no non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of dmr, and DHR, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [t_tqas_rev9] ¿thal-quick abscess drainage sets,¿ provides the following information to the user related to the reported failure mode: precautions: ¿catheters should be irrigated on a routine basis to ensure function. Patient with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter.¿ instructions for use ¿13. Contrast may be injected under fluoroscopic visualization to verify positioning within abscess cavity. Note: it is important that all side ports of the drainage catheter are positioned within the abscess; the most proximal side port forms a break in the solid radiopaque stripe. In some large abscess cavities, it may be useful to insert two catheters, one small and one large, so that the saline may be irrigated through the small catheter and drainage collected through the large one.¿ based on the information provided, no returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that the catheter wasn¿t irrigated routinely enough to ensure full function, but cook is unable to confirm this. It is also possible that patient anatomy and/or condition contributed to this event; however, these possibilities cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.